Event description:
Complained of large knot on the side of his knee that is warm to touch [mass nos]. ([Localized feeling of warmth]). Pain that radiates throughout his entire leg [radiating pain]. Not been able to walk after injection and had to be taken to his car in wheelchair [unable to walk]. Case narrative: initial information received on 07-may-2020 regarding an unsolicited valid serious case received from pharmacist via health authorities of united states. This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and complained of large knot on the side of his knee that is warm to touch, pain that radiates throughout his entire leg and not been able to walk after injection and had to be taken to his car in wheelchair (latency unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received treatment with hylan g-f 20, sodium hyaluronate injection (strength 8 mg/ml) via intra articular route (dose, frequency and batch number unknown) for unknown indication. Information on batch number was requested. On (B)(6) 2020, five days ago after his injection, after unknown latency, patient had not been able to walk and had to be taken to his car in wheelchair (medically significant and disability). On (B)(6) 2020, after unknown latency, patient complained of large knot on the side of his knee that was warm to touch with pain that radiated throughout his entire leg (medically significant) and at the time of report, patient still could not walk. Action taken: not applicable for all events. Corrective treatment: wheelchair for not been able to walk after injection and had to be taken to his car in wheelchair; not reported for rest events. Outcome: not recovered / not resolved for not been able to walk after injection and had to be taken to his car in wheelchair; unknown for rest events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 07-may-2020 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 14-may-2020. Additional information was received on 14-may-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.